Event description:
A medtronic rep reported that the fusion navigation system was freezing while testing the system. The system froze when he exited the fusion ent software and that he had to power the system off. Rebooting the system did not resolve the issue. There was no pt present.

Manufacturer narrative:
There was no pt present. A RMA was issued for the replacement of the computer which resolved the issue. The device was returned to the manufacturer and the evaluation is in progress.